Manufacturer narrative:
Philips service replaced the biplane foot switch (4p+2) 4m, cable-bound foot switch and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that x-raying not possible footswitch activation delay identified on a azurion 7 b20. The clinical use of the system was in use. There was no reported patient or user harm.